Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited out of range rv defibrillation coil impedance. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. The lead remains in use. No patient complications have been reported as a result of this event.